Event description:
The customer reported being hospitalized for high blood glucose of 500mg/dl. The customer was treated with multiple daily insulin injections. Troubleshooting was performed. Advised the customer to discontinue the insulin pump use since the daily totals did not match the basals plus the bolus. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.